Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station got shut down and won't turn back on. A technical support specialist dialed into the station and confirmed it was online and functioning properly. No issues observed during the session. Issue appears to be resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was shut down and would not turn back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.